Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump was not vibrating only makes a sound. Customer's blood glucose was unknown. Troubleshooting was performed. Vibrate feature was checked and it was off, customer was advised to change to on. Self-test was performed and the device did not vibrate. Customer was advised to revert to back up plan and the device needed to be replaced. Customer agreed to return the device for further analysis.